Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the surgical consult for the patient was scheduled for (B)(6) 2018. They stated that they were unsure if the battery would be returned for analysis, but stated that they would find out at their post operative appointment. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator battery was permanently damaged due to overdischarge(s). The conclusion code no longer applies. The results code no longer applies. The conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator had been off for about two months and they hadn't been charging the ins; the battery died and was overdischarged. The representative attempted 3 device resets with no success. The patient had a surgical consult scheduled with their healthcare provider and they planned on getting the ins replaced. No further complications reported.

Manufacturer narrative:
Product ID 3550-29, lot# unknown. Product type accessory. A supplemental report will be sent when analysis results are available. Evalution conclusion code no longer applies. Evalution method code no longer applies. Evalution results code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, reporting that the battery had just stopped working and the device reset was unsuccessful. The device was returned for analysis. No further complications were reported/anticipated.